Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter and trying alternative adapters and cables. The issue did not result in an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, sent a replacement device to the customer, and instructed them on the necessary steps for returning the malfunctioning pump to tandem.